Event description:
The customer reported the vent cap broke off and leaked. There was no pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A f/u report will be submitted with eval results should the product be received.